Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the flange on the left side of the trach was torn while performing trach care. There was unknown patient harm or adverse events reported.

Event description:
It was reported that the flange on the left side of the trach was torn while performing trach care. There was unknown patient harm or adverse events reported.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2026-00464-00 for details pertinent to this event.